Manufacturer narrative:
No report of patient involvement. A ge healthcare service representative performed a checkout of the equipment and was not able to confirm the reported complaint, however, a small leak was found in the flow sensors which may have contributed to the reported complaint. The flow sensors were replaced proactively, and the unit was returned to service.

Event description:
The hospital reported an inability to ventilate in volume mode. There was no report of patient involvement.